Event description:
It was reported the pt had a change in her stimulation, and it felt different. The pt reported she had a bad cough which had extended over time. F/u identified the pt had met with the physician, and the physician opted to replace the lead. Further f/u identified the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.